Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side. The battery cap was not returned and a test cap was used for all testing. Evidence of moisture was found in the battery compartment with a leak. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no moisture ingress or intermittent conditions. The power issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.